Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to infection. The ipp was explanted. No further patient complications were reported in relation to this event.

Manufacturer narrative:
D3: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3: date approximated 2015.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to infection. The ipp was explanted. No further patient complications were reported in relation to this event.

Manufacturer narrative:
D3. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3. Date approximated 2015.